Event description:
The surgeon set the equipment to the desired depth but when it was used it allegedly created a gouge and cut the tissue deeper than desired. The wound was noted to be very irregular.